Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped cauterizing and tore the artery. Tunnel filled with blood and tourniquet had to be placed. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID #: (B)(4). Corrected device code from [2587] failure to cut to [1198] electrical issue. Two devices were returned to the factory for evaluation due to the complainant unsure of which product failed in the procedure. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on both devices. The heater wire on both devices was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip. The silicone insulation on both device was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test; it did produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. A temperature and resistance test was conducted to evaluate the device function. Device #1- the resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the return condition of the device, the reported failure, ¿electrical issue" is not confirmed but was confirmed for the analyzed failure "material twisted/bent." Device #2- the resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the return condition of the device, the reported failure, ¿electrical issue" is not confirmed but was confirmed for the analyzed failure "material twisted/bent." Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped cauterizing and tore the artery. Tunnel filled with blood and tourniquet had to be placed. A replacement device was used to complete the procedure.